Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. The device was evaluated upon receipt. Case data shows t4 would not drop. Chiller pump contributed to the cooling issue. Test chiller pump had to be installed to complete decontamination. Replaced chiller pump. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complete initial reporter phone number provided is (B)(6). The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller temperature (t4) was always at room temperature. The arctic sun device was manufactured on aug 2024. Per review of wo on 16jan2025, there was no patient involvement. Per follow up information received via mail on 17jan2025, the device would be sent to dymax, us. The issue was not resolved. Per sample evaluation results received via task on 11feb2025, it was reported that the chiller pump also contributed to the cooling issue. Test chiller pump had to be installed to complete decontamination.